Event description:
It was reported that during the implant procedure, the physician made several attempts to place the right ventricular (rv) lead; however, the lead would not maintain consistent capture. The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode. (B)(4).